Event description:
The account alleged when they put the stretcher into brake, the casters still swivel and do not hold when slight side to side force is applied to the unit.

Manufacturer narrative:
The account replaced the four casters to repair the bed.